Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable didn't seal correctly. They switched out the vh3030 cord and it seems to work correctly for a while then happened again later. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Correct section: device codes: correct from "electrical issue" to "intermittent continuity". Trackwise # (B)(4). The device was returned to the factory for evaluation on 7/31/2019. An investigation was conducted on 11/22/2019. Signs of clinical use and no evidence of blood was observed. Signs of clinical use and slight evidence of blood was observed on the cord. Both the connector and pigtail connection was observed to be intact, no visual defects were observed. An electrical evaluation was performed. To test the ability of the extension wire to deliver energy, a pre-cautery test was conducted per the instruction for use (IFU). The reference hemopro tool passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The cable was evaluated for electrical continuity using a multimeter . The connection between plug 1 - din 3, plug 2 - din 1 and plug 3 - din 5 were evaluated. Continuity was confirmed at all the connections. Based on the results of the evaluation the reported failure mode "intermittent continuity" was not confirmed. This is a reusable OEM device; therefore, a lot /serial history review was not applicable. A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable didn't seal correctly. They switched out the vh3030 cord and it seems to work correctly for a while then happened again later. A replacement device was used to complete the procedure. The hospital did not report any patient effects.